Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support informed customer of proper insulin/supply usage. Tandem customer technical support informed customer to fill the cartridge with room temperature per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.